Event description:
It was reported that dissection, ruptured aneurysm, and hematoma occurred, requiring amputation and an additional device. On (B)(6) 2024, this 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in an endovascular therapy procedure. Three eluvia stents were placed in the left superficial femoral artery (sfa), and an additional eluvia 7x40 was placed due to dissection at the origin of the sfa. There was 100% stenosis, moderate tortuosity, and mild calcification noted in the target lesion. On (B)(6) 2024, echographic examination of the entire left foot was performed for a minor amputation because there was ulceration of the left toe. On (B)(6) 2024, a minor amputation of the left toe was performed. On (B)(6) 2024, hematoma was confirmed at the upper part of the left foot when a simple computed tomography (CT) scan was performed due to symptoms on the left foot. On (B)(6) 2024, a ruptured aneurysm and leak were confirmed when a contrast-enhanced CT and superficial echogram were performed for close examination. On (B)(6) 2024, the patient was transferred to another hospital for treatment. An endovascular therapy procedure was performed, and placement of a non-boston scientific stent into the implanted eluvia from the sfa origin up to the lower part of the sfa. In the physicians opinion, it was likely an infected aneurysm rather than an aneurysm due to water accumulation was observed around the area when the CT was performed the day after the non-bsc stent placement. It was noted that the patient had no report of a recent fall or strong impact to the left foot; therefore, the cause of the issues was unknown. Additional information has been requested but is not available at this time.

Event description:
It was reported that dissection, ruptured aneurysm, and hematoma occurred, requiring amputation and an additional device. On (B)(6) 2024, this 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in an endovascular therapy procedure. Three eluvia stents were placed in the left superficial femoral artery (sfa), and an additional eluvia 7x40 was placed due to dissection at the origin of the sfa. There was 100% stenosis, moderate tortuosity, and mild calcification noted in the target lesion. On (B)(6) 2024, echographic examination of the entire left foot was performed for a minor amputation because there was ulceration of the left toe. On (B)(6) 2024, a minor amputation of the left toe was performed. On (B)(6) 2024, hematoma was confirmed at the upper part of the left foot when a simple computed tomography (CT) scan was performed due to symptoms on the left foot. On (B)(6) 2024, a ruptured aneurysm and leak were confirmed when a contrast-enhanced CT and superficial echogram were performed for close examination. On (B)(6) 2024, the patient was transferred to another hospital for treatment. An endovascular therapy procedure was performed, and placement of a non-boston scientific stent into the implanted eluvia from the sfa origin up to the lower part of the sfa. In the physicians opinion, it was likely an infected aneurysm rather than an aneurysm due to water accumulation was observed around the area when the CT was performed the day after the non-bsc stent placement. It was noted that the patient had no report of a recent fall or strong impact to the left foot; therefore, the cause of the issues was unknown. Additional information has been requested but is not available at this time. It was further reported that balloons were used for pre-and-post dilation prior to eluvia placement. The sfa lesion was a chronic total occlusion and was mildy tortuous. The aneurysm was noted to be a pseudoaneurysm because it leaked outside the blood vessel and was located in the same vicinity as the dissection treated with the eluvia stent. When the patient was transferred to a different hospital for treatment, as previously reported, blood cultures showed methicillin-sensitive staphylococcus aureus (mssa) bacteria prior to the non-bsc stent placement. Testing after the non-bsc stent placement showed no abnormal accumulation in the sfa. An infected pseudoaneurysm was not strongly suspected, however, it could not be definitively ruled out.